Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was difficult to pump to full inflation. The physician though there may be a kink, so the patient underwent a revision procedure in which the tubing length from pump to reservoir was shortened without patient complications.